Event description:
It was reported that the patient complained of diaphragmatic stimulation. The parameters on the left ventricular (lv) lead were adjusted to resolve the issue. The lv lead remains in use. It was noted that the patient is taking part in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).